Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving lioresal (baclofen) (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that the patient experienced severe infection in pump pocket that necessitated explant of entire system on (B)(6) 2021. The system was discarded. The new system was implanted on (B)(6) 2021. No cause of infection was determined. It was noted explant and clearing of infection via conventional methods relieved the issue. The hcp thought that the infection caused the pump to begin to come up through the skin. Environmental/patient factors that may have led or contributed to the issue included hygiene due to impaired abilities with cerebral palsy. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight was asked but unknown and medical history included cerebral palsy.